Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, the sheath could not be completely split. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. Additional information has been requested.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.